Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. Three events were confirmed. Two devices were found to be affected by corrosion. One device was found to be affected by a damaged component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device broke. There was no patient involvement; no patient impact.